Manufacturer narrative:
H10 - the equipment was received in vyaire facility for evaluation. Vyaire medical was unable to verify the issue. Our service technician was unable to duplicate the reported fs alarm complaint. The unit passed 72 hours of extended run in at customer settings and multiple circuit tests with no issues found. The unit also passed our automated testing with no abnormalities. Vyaire medical will process the unit through service to insure proper functionality of the vent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator was on a patient when it gives the fs alarm. Furthermore, there was no patient harm reported from this event.